Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# v289338 (B)(4) implanted: (B)(6)2010 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v289338, implanted: (B)(6) 2010, product type: lead.

Event description:
It was mentioned that the patient¿s lead wires became detached and were replaced. It was unknown when this event occurred. No further complications were reported.